Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): 6949 implantable tachy lead 2005-(B)(6); 4076 implantable pacing lead 2005-(B)(6); d234trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was explanted and replaced. No p atient complications have been reported as a result of this event.